Event description:
It was reported that the patient presented with dislodged right atrial (ra) lead. The ra lead was explanted and replaced. Patient condition was stable.

Manufacturer narrative:
Further information was requested but not received.